Manufacturer narrative:
The products remain implanted in the patient and are thus not available for evaluation. DHR reviews of the involved lot numbers revealed that the products met requirements for product acceptance. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. There are patient and procedural factors that may have contributed to this event. This is one of two products associated with the same event that were reported under the following manufacturing numbers 9616099-2007-00926 and 9616099-2007-00927.

Event description:
Six months after inclusion into the study, the patient returned with unstable angina ii. An 80% restenosis of the target lesion was found. It was treated by plain old balloon angioplasty (poba). The patient recovered and there were no complications. Percutaneous coronary intervention (pci) was performed on a bifurcation lesion in the proximal left anterior descending artery (lad) and the 1st diagonal using the crush procedure. The lesions were pre-dilated with a 2.5x20mm balloon at 12 atmospheres (atm), respectively. A 3.5x18mm cypher select stent was deployed in the proximal lad, the main branch (mb) at 14 atm then a 3.0x18mm cypher select stent was deployed at 14 atm, in the side branch (sb), the 1s diagonal. Final kissing balloon was done with a 2.5x20mm balloon the mb at 14 atm and with a 2.0x20mm balloon, at the sb also at 14 atm. Pre-procedure medications included aspirin, clopidogrel and calcium antagonists. 5000 units of heparin were administered during the procedure. A female patient with a history of previous mi and previous pci experienced restenosis seven months post cypher stent implantations. The reason for the patient's initial admission to hospital was not reported; but an angiogram revealed a lesion in the proximal lad/ diagonal. This patient's gender and history put her at increased risk for mace. Pre procedural medications included asa and plavix; while intra procedural medications included asa and heparin. The administration of gpiibiiia and the performance or recording of acts was not reported. The proximal lad/ diagonal lesion was described as located in a bifurcation. No other vessel and/or lesion characteristics were provided. The lesion was pre-dilated prior to the placement of a 3.50 x 18mm cypher stent in the proximal lad at a maximum inflation pressure of 14atm. This was followed by the placement of a 3.00 x 18mm cypher stent in the diagonal by crush technique at a maximum inflation pressure of 14atm. The two stents were then post-dilated with kissing balloon technique. At some point during the procedure, a type a dissection occurred distal to the 3.00 x 18mm cypher stent in the diagonal. This was left untreated at this time. The post procedural administration of asa or plavix was not reported. Seven months after the index procedure, the patient experienced unstable angina. A repeat angiogram revealed an 80% restenosis of the 3.00 x 18mm cypher stent implanted in the diagonal. This was treated with ptca. The patient was later discharged in stable condition.